Manufacturer narrative:
Analysis could not confirm the reported event. No anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) was not working properly and automatically switched off. The epg was returned for repair. There was no patient involvement.